Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the print "product of (B)(4)" on the bag. The leak was observed prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Device manufactured between april 26, 2018 to april 28, 2018. Correction/removal report number: 3010291427-09/12/2018-001-r. The device was received for evaluation. Magnified inspection observed a small hole in front of the bag where the leak occurred. Functional testing was performed which revealed a leak from the front of the bag, from the dot part of letter ¿I¿ where the word mexico was printed and where the customer had marked the bag. The reported condition was verified. The direct cause of the condition was due to the hole. The cause of the hole could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.